Event description:
The event was reported as: device broke during use. The green part of the device was left in back of patient's mouth when it broke. Broken part retrieved. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.